Manufacturer narrative:
(B)(4). No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited high out of range pace impedance measurements. This device was then explanted and replaced. No additional adverse patient effects were reported.